Event description:
It was reported to philips that equipment froze during examination; likely caused by overheating due to faulty air conditioning on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service installed circulators temporarily, but the air conditioning issue remained unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).